Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose after a supply change when the infusion set dislodged due to the blue needle guard not being removed, which prevented proper deployment of a steel 6 mm infusion set and resulted in an incorrect or unattached connector; the user then replaced the infusion site under guidance, reconnected tubing, filled the cannula, and resumed insulin therapy on the ilet. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with subsequent return to target range after site correction. Investigation included remote troubleshooting and user education on correct infusion set deployment and site replacement. Investigation of this case revealed user setup error leading to improper infusion set placement and loss of insulin delivery, consistent with infusion set deployed incorrectly or connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was user technique error.